Event description:
It was reported that the patient had a loss of therapeutic effect. ¿about five days after¿ the patient¿s unrelated spinal surgery on (B)(6) 2013, she slipped on some water in her room and ¿took a hard fall.¿ the patient stated that she ¿landed hard enough to fracture a rib.¿ the patient¿s symptoms returned after the fall and she was ¿getting up four times a night, all the benefits she got from the device were gone.¿ the patient met her health care provider (hcp) and manufacture representative on (B)(6) 2013 and an x-ray showed the ¿wires were still connected.¿ the patient¿s device was also ¿reset¿ at this visit. The patient thought her device had moved as it ¿seemed higher than it used to be and when she sat a certain way she felt the device against her skin.¿ the patient also stated that she began using a ¿bone growth stimulator¿ after her fall and when she used it, it caused her device to ¿go crazy and stimulation increased.¿ however, the patient ¿checked her device while using this other stimulator and the numbers did not go up.¿ the patient¿s hcp started her on ¿some meds for urinary symptoms a week ago.¿ the patient stated that the ¿meds¿ were not working, but it was a two week trial. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v295482, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient also stated that she began using a "bone growth stimulator" after her fall and when she used it, it caused her device to "go crazy and stimulation increased", it was described as feeling like "pins and needles" and that it felt like a strong surge.